Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that .. "On (B)(6) 2011, the patient underwent the surgery with the xia3(t10 and t12 were fixed) for compressed fracture. On (B)(6) 2012, the patient underwent the surgery with the mantis (l3,l4 and iliac were fixed. Iliac was fixed by xia3) for pyogenic spondylitis. After surgery, the patient had lumbago. The surgeon confirmed x-ray. And he found that the screw head was broken off(left iliac of craniad). And the screw of the caudal broke. Therefore, the surgeon removed the broken screws. Next, when the surgeon checked right-side, he found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2013. And the surgeon requested the investigation of the case."

Manufacturer narrative:
Method: device history review; device inspection; complaint history review; risk assessment results: the customer reported event was confirmed to be a mantis long construct hex straight rod 6.0 x 120mm - (B)(6) only, lot 4gx, and was observed to be broken via visual evaluation. Evaluation of the manufacturing records for the involved product, lot 4gx, did not reveal any nonconformities. The broken rod was discovered during the revision surgery, and was replaced with a new one. A material analysis was done on the rod and it was indicated that the rod broke due to fatigue. The exact cause of the failure is unknown because the details of the break and the precise patient activity at the time of the failure are unknown. Potential causes for implant failure are indicated in the IFU. The IFU addresses contraindications, conditions of use, patient limitations, implications of implant selection, and adverse effects relevant to postoperative implant failure. Conclusion: the exact cause of the failure is unknown because the details of the break and the precise patient activity at the time of the failure are unknown. The material analysis indicated that the failure of the rod was due to fatigue.. The initial MDR was submitted for the xia 3 titanium polyaxial screw, that was reported as a concomitant product. However, it is the rod that failed and this emdr supplemental is submitted for the broken rod.

Event description:
It was reported that .. "On (B)(6) 2011, the patient underwent the surgery with the xia3 (t10 and t12 were fixed) for compressed fracture. On (B)(6) 2012, the patient underwent the surgery with the mantis (l3, l4 and iliac were fixed. Iliac was fixed by xia3) for pyogenic spondylitis. After surgery, the patient had lumbago. The surgeon confirmed x-ray. And he found that the screw head was broken off (left iliac of craniad). And the screw of the caudal broke. Therefore, the surgeon removed the broken screws. Next, when the surgeon checked right-side, he found that the rod was broken. The patient underwent the revision surgery on (B)(6) 2013. And the surgeon requested the investigation of the case."